Manufacturer narrative:
The universal surgical manipulator (usm) was analyzed, and the reported issue was confirmed but not replicated. In logs, the 22008/22021 error were found confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto an in-house system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause it attributed to the carriage rotors, gearboxes and top plate of the usm.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the surgeon had issues inserting instruments with arm 2. Through troubleshooting it was verified that the instrument was not causing the problem. The instrument was installed on arm 4 for testing purposes, and it worked as intended. The instrument was also properly detected on arm 2. The technical support engineer (tse) reviewed the system logs but found no related errors. The site reseated the sterile adapter and confirmed that there was no interference along the insertion axis. The cannula had been properly placed as well. No obstructions were found. The tse guided the caller with performing a system restart, including restarting the circuit breaker and performing an emergency power off (epo), but the issue persisted. The procedure was reportedly being completed as planned. There were no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the procedure was completed using two arms only.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has not received the usm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.